Event description:
Boston scientific received information that this implantable defibrillation lead was exhibiting shock impedance measurements below 20 ohms. The physician has elected to continue monitoring the patient normally. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.